Manufacturer narrative:
The sample was discarded by the user facility. The lot number was not provided therefore the device history record could not be reviewed. As a finished good, qa performs random visual inspections for damaged components prior to product release. The internal rejects record review for the wound drain for the past two yrs did not show any rejects related to tensile values. All values were above those specified in the international standard for surgical drains. The instructions for use states the following precautions: "add'l perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain." An add'l warning states: "drain breakage may require surgical removal." (B)(4).

Event description:
.